Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp found an instance in the power activity log of the iabp shutting down on two occasions and also found multiple error codes #67 and #103 in the error log files. The stm replaced the power management board and the front end board and reloaded the software due to error code #53. While reloading the software the iabp accidentally lost power and the software download did not complete. The iabp would not retake the software download, and as a result, the stm replaced the executive processor board as well to correct this issue. The stm then performed full calibration, functional testing and safety checks to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was initially reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated fault codes 53, 67 and 107 and per the fault logs, it first occurred in (B)(6). Subsequently, the customer also reported that the iabp would not turn on, but when their biomedical engineer inspected the iabp, it did power on and passed a battery run time test there was no patient harm and no adverse event was reported. .